Event description:
It was reported that the packaging containing this sterile bur was punctured, compromising the sterility of the product. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: the bur was received for investigation and the reported problem was confirmed. A visual examination found the bur outside of the clamshell but still within the outer pouch. Further investigation found the outer pouch punctured by the bur head. Conmed linvatec will continue to monitor this product for failures.